Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: examination of the returned complaint device revealed that the watchman access sheath (was) was returned with the dilator outside of the sheath. Blood was on the device as received. The hub, shaft, and tip were examined. The shaft was kinked 4.8 cm from the tip of the was. The tip was damaged with torn material and inner liner delamination. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 19jul2017. It was reported that the device became kinked. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system was selected. The physician inserted the watchman access system into the patient. It was noted that the atrial septum was slightly higher than the position of the left auricle (laa). When the physician tried to deliver the was into the laa, they found that the tip of the was became kinked. The (was) was removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient status is stable. Device analysis revealed that inner liner delamination occurred.